Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-01450. It was reported that the device detachment occurred. A 325cm rotawire and unknown burr was selected for a percutaneous transluminal coronary rotational atherectomy. During the procedure, rotational speed test was performed outside the patient's body, however, the proximal part of the guidewire was detached. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the guidewire is broken at 193.4 cm from the proximal end. Rotational wear reduction signatures were found in the fracture point. The spring tip is stretched and bent. No other issue noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that a 1.75mm rotalink plus was used to treat the target lesion.